Event description:
The hcp reported that the patient had been experiencing increased spasms for almost two month despite constant dose increase up to 600.8 mcg/day. At the patient's last refill, it was noted that all 40cc were still in the pump reservoir. The pump was stopped while the hcp reviews the case. No audible alarms were noted, and there were no error messages on the pump status upon interrogation. The event logs were also normal and all programming was verified as correct. Patient outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.